Manufacturer narrative:
Device evaluation: no sample was returned for evaluation. Without the return of the samples a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The device history record of reported lot number was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released.

Event description:
It was reported that the tubing was disconnected at a connector because the blue piece that protects it kept popping off. It had been attempted to reconnect the tubing and restart the pump but a "downstream occlusion" alarm was displayed. There was patient involvement and no patient harm/adverse event reported.